Event description:
The customer obtained the result of 300mg/dl on his accu-chek advantage meter in comparison to a lab result of 150mg/dl. Results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.